Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the sureform 60 stapler instrument became stuck on the colon after firing a blue reload. This occurred with the first reload fire of this stapler instrument. There were multiple pauses during the end of the firing process. The jaws of the stapler were opened by force with another instrument. The staple line appeared intact after firing, but the tissue was damaged, and the surgeon did not trust the staple line. The surgeon removed an additional 1 cm of colon with a new stapler without issues. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
The sureform 60 stapler instrument has not been received for investigations. The stapler logs for this procedure were reviewed: the logs show sureform 60 stapler instrument was installed on the system 1 time and fired 1 blue reload. On the only install, the first clamp was successful, and the firing was completed with 3-4 pauses for compression. The following unclamp attempt was incomplete. The logs show a force unclamp was initiated, which was successful. As a result of the failed unclamp attempt, the instrument was force expired by the system, represented by an error. The instrument was then removed and not used in the procedure again. There were no additional errors in the system logs pertaining to the use of this instrument.